Event description:
The customer reported the ventilator failed pre-operational system pressure testing. The manufacturer's service engineer replaced the 3 station solenoid to correct the problem. If the solenoid malfunctions during normal ventilation usage, it may result in a sustained safety valve open occurrence. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Date: 8/20/2014. Conclusion / root cause: the three station solenoid was tested and no failures were identified. The reported error could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).